Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a broken image sensor. The probable cause of breakage may be irregular stress to the bending section, leading to the event since multiple damaged sites were observed on the bending section. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): instructions for ltf-s190-5 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. The deflectable videoscope had noise occurred, due to a broken imaging cable. And no image was displayed. There were no reports of patient involvement.